Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time the device records three occasions in which the temperature was recorded below the recommended stand by temperature of 0 degrees celsius with a low of -3.5 degrees celsius. On the (B)(6) 2015 the device records multiple manual power ups mainly under one minute duration. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded, however there were multiple manual power ups mainly under one minute duration. This may indicate the user was regularly power cycling the device or the beginnings of a membrane failure, where the user had witnessed the device switching on automatically and had intervened to power it off. Hence there were no ten minute power ups. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.